Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor and electronics also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states jumped into pool and forgot he was wearing his pump, pump stopped working right afterwards. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.